Event description:
It was reported the company representative turned on the programmer and it display an error. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer booted up correctly, however, a system error was found in the programmer error log; lem (link electronics module) printed circuit board assembly replaced and software reconfigured and reloaded. Analysis also found the printer drawer roller makes noise when printing and the left keyboard hinge is broken. Concomitant medical products: a 229047 analyzer. (B)(4).